Manufacturer narrative:
Additional information was received on 25-mar-2025. Low impedance and force issues were just being reported and could not be established as the problem with the catheter. Additional information was received on 26-mar-2025. No errors for force or impedance. Both changed in value with steam pop. It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro. After going back to the left atrium to check an earlier ablated mitral line, the patient suffered a pericardial effusion. They were performing additional ablation below the left atrial appendage. During a 13 second ablation, there was a steam pop. Impedance went up, force went down (avg 20 grams). There was no warning. The physician immediately checked intracardiac echocardiography (ice) imaging and saw a pericardial effusion. A pericardiocentesis was performed and 2.5 l of fluid was removed. After about 10-15 minutes of pulling fluid out of the pericardial space, the issue stabilized and no further fluid was able to be removed. The patient was being observed and was stable. The device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6) 2025. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event and steam pop remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. After going back to the left atrium to check an earlier ablated mitral line, the patient suffered a pericardial effusion. They were performing additional ablation below the left atrial appendage. During a 13 second ablation, there was a steam pop. Impedance went up, force went down (avg 20 grams). There was no warning. The physician immediately checked intracardiac echocardiography (ice) imaging and saw a pericardial effusion. A pericardiocentesis was performed and 2.5 l of fluid was removed. After about 10-15 minutes of pulling fluid out of the pericardial space, the issue stabilized and no further fluid was able to removed. The patient was being observed and was stable. The caller stated the cause of the issue was the steam pop. Additional information was received. Anticoagulation reversal was provided. The procedure was abandoned. The patient was observed (required extended hospitalization overnight). The patient fully recovered. The physician did not provide a causality opinion for the cause of this adverse event. The generator used was ngen with ablation mode and thresholds including: qmode 50w 50 degrees impedance 75 ohms. The noted values included: max temperature 49 degrees, impedance drop from 124 to 112 ohms, power max 50 watts. The length of the ablation cycle when the pop was observed at the same tip position was 13 sec. No errors reported by the biosense webster systems. The procedural act was over 350. One transseptal puncture site was performed during the procedure. The impedance cut-off value was not exceeded. The system stopped appropriately. The steam pop was assessed as non MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The adverse event was assessed as MDR reportable.